Manufacturer narrative:
The device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined. Below are all related report numbers regarding this literature review (47 total for this article): note, this MDR is included in the list below. 3025141-2025-00342 3025141-2025-00343 3025141-2025-00344 3025141-2025-00345 3025141-2025-00346 3025141-2025-00347 3025141-2025-00348 3025141-2025-00349 3025141-2025-00350 3025141-2025-00351 3025141-2025-00352 3025141-2025-00353 3025141-2025-00354 3025141-2025-00355 3025141-2025-00356 3025141-2025-00357 3025141-2025-00358 3025141-2025-00359 3025141-2025-00360 3025141-2025-00361 3025141-2025-00362 3025141-2025-00363 3025141-2025-00364 3025141-2025-00365 3025141-2025-00366 3025141-2025-00367 3025141-2025-00368 3025141-2025-00369 3025141-2025-00370 3025141-2025-00371 3025141-2025-00372 3025141-2025-00373 3025141-2025-00374 3025141-2025-00376 3025141-2025-00377 3025141-2025-00378 3025141-2025-00379 3025141-2025-00380 3025141-2025-00381 3025141-2025-00382 3025141-2025-00383 3025141-2025-00384 3025141-2025-00385 3025141-2025-00386 3025141-2025-00387 3025141-2025-00388.

Event description:
A literature review identified the article, balu ar, bhargava r, mittal m, et al. Cost-effectiveness of locking vs nonlocking plates for ankle fracture fixation: a retrospective promis-based cohort study. Foot & ankle orthopaedics. 2025 jul;10(3):24730114251351632. Doi: 10.1177/24730114251351632. Pmid: 40678392; pmcid: pmc12267897. A retrospective study reviewed the cost of ankle fracture fixation from 2016 to 2021 in 493 patients. Patients were treated with either a locking plate (n=283) or a nonlocking plate (n=210). Locking plates provide increased stability and are offered in low-profile, anatomical designs, but they are more expensive than nonlocking plates. Locking plates included the acumed lateral fibula plate or the stryker pangea plate, while the nonlocking plates were all synthes one-third tubular plates. Patient outcomes were assessed for cost, complications, union rate, hardware removal rates, and functionality. In the locking plate group, 280 patients achieved union (99.0%) with an average patient reported outcome measure for functionality of 51.3%. In the nonlocking plate group, 209 patients achieved union (99.6%) with an average functionality score of 52.6%. Thus, there were 3 nonunion events in the locking plate group and 1 nonunion in the nonlocking plate group. Hardware removal rates were higher in the nonlocking plate group. Forty (40) patients underwent hardware removal, with 16 plate removals and 24 screw removals. Conversely, in the locking plate group, 30 patients had hardware removal with 24 plate removals and 6 screw removals. Infection rates were higher in the locking plate group, with 14 patients having an infection compared to 3 patients in the nonlocking group. This study concluded that both locking plates and nonlocking plates have similar patient reported outcomes and union rates. While locking plates had lower rates of removal, they had a higher rate of deep infections and were more expensive.